Manufacturer narrative:
(B)(4). Concomitant medical product - m/l taper kinectiv neck implant s catalog# 00784800300 lot# 60841364, trilogy acetabular system longevity crosslinked polyethylene catalog# 00630505032 lot# 61166295. A photograph of the explanted head and neck was provided; however taper corrosion could not be confirmed as the neck remains attached to the head. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-00793.

Event description:
It is reported the patient's hip arthroplasty was revised due to pain, elevated cobalt and chromium levels, and suspected trunnionosis of the femoral neck and head.